Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
The patient experienced a burn at the grounding pad site following a radiofrequency ablation procedure. The grounding pad was placed on the contralateral leg and the procedure was completed without complication. However, the patient felt a burning sensation at the grounding pad site following the procedure. A burn with blistering was noted upon removal of the grounding pad. The patient was prescribed a topical cream to treat the burn. There was no alleged deficiency with any sjm device.